Manufacturer narrative:
Additional information h2, h3, h4, h6 investigation conclusion the customer reported that the guide wire adhered to the nasogastric tube and could not be removed after placing. No patient injury. This is report is associated with product 8884720858, entrflx 8fr;43inw/stylty site, with lot number 1928803264. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the defect described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Five (5) photographs were provided for evaluation. Examination of the photographs identified the tip of the stylet to appear stretched. One (1) sample was received for evaluation. Visual inspection and functional testing performed did not confirm the reported device failure. The hydromer was activated and the stylet was removed without issue, however, the tip of the stylet was dammaged. This damage may be caused if the stylet is manipulated when placed on the patient. There is a potential for the tip to get stuck in the catheter tip holes and if attempting removal, the tip would be forced to stretch. The IFU should be referenced for proper use of the product. For stylet placement; using a syringe, inject approximately 10 cc of water into the tube to activate the hydromer coating. Additional action will not be taken at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the guide wire adhered to the nasogastric tube and could not be removed after placing. No patient injury.